Manufacturer narrative:
Device evaluation: the intraocular lens was returned to the manufacturer for evaluation and examined under 10x microscope magnification. The lens was cut in two parts. Residues of lubricant such as ophthalmic viscoelastics (ovds) were observed in both lens parts. The condition observed is consistent with a lens that has been cut due to "lens removal process." Debris and loose particles were observed on the lens optic body consistent with handling the lens out of the sterile environment. Several scratches near the cut of the lens were detected. However, the lens was cut with surgical tools. Therefore, reported issue of lens scratched was not confirmed. Manufacturing record review: manufacturing record review and related documents revealed that the product was manufactured and released according to specification. During the manufacturing process, all lenses are visually inspected and any defects on the lenses that do not meet the specifications are rejected. There is no associated deviation or non-conformity report found in the manufacturing record review related to the complaint. A search on complaints revealed no other complaints were received for this order number. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the manufacturing record review, returned device analysis, complaint data review and labeling review, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zcb00 intraocular lens (iol) was scratched. There was a patient contact with the device. No further information was provided.